Event description:
It was reported that during service and repair pre-testing, it was observed that the foot pedal irrigation control on the console device was not working. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the irrigation would not turn on when using the foot pedal switch when plugged into port one. Therefore, the reported condition was confirmed. It was determined that this was due to user error by plugging something in that damaged a component inside the console device. The assignable root cause was determined to be due to user error, abuse and/or misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.